Event description:
It was reported that post a percutaneous coronary intervention, the patient expired. Angiography revealed the 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). The diameter of the lesion was 3.0mm in the proximal portion and 2.25mm in the distal portion with a length of 55mm. Rotational atherectomy was performed utilizing a 1.25mm rotalink burr with rotation speeds ranging from 140,000-160,000rpms. No resistance was noted during use. A 2.25x32mm taxus liberte stent was implanted in the distal lad. A 3.0x24mm non bsc stent was then implanted overlapping the taxus proximally. The procedure was successfully completed without issue and the patient was transferred to ccu for observation where the patient experienced low blood pressure and congestive heart failure. Medication and breathing assistance were administered; however, six hours post procedure, the patient expired due to congestive heart failure with an unknown cause.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not returned for analysis; therefore, a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).